Manufacturer narrative:
Complete event site name: (B)(6) medical. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that immediately after connecting the intra-aortic balloon (iab) fiber optic cable and initiating therapy, the console generated an unable to calibrate optical sensor alarm. The customer attempted to manually calibrate three times using the "zero adjustment" key but that was unsuccessful. It was later discovered that the blood pressure readings disappeared. It was noted that the provided pressure tubing had not been used. After an hour of therapy, the iab was then replaced to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also retuned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.